Manufacturer narrative:
The device has been discarded by the customer and will not return for evaluation. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved pressure tubing coming apart at the stopcock connection closest to the patient on a transpac it monitoring kit. There was patient involvement, but no reported harm.